Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call of air bubbles in the reservoir. The customer's blood glucose reading was 104 mg/dl. The customer stated that the approximate sizes of the air bubbles are nice size. The customer mentioned that the pump was not rewound with a reservoir in place. The customer was advised to deliver a 5 unit fixed prime until air bubbles are no longer visible. The customer was advised to change infusion set.